Event description:
It was reported that the customer had multiple no delivery alarms on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.